Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads became dislodged. The rv lead exhibited increased thresholds. The lead was reprogrammed and revised, as the lead could not be explanted due to tissue attachment. The ra lead exhibited no sensing and the lead was observed through x-ray to be coiled around the device. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.